Event description:
During a laparoscopic sleeve gastrectomy, the endo gia ultra-universal stapler 12mm xl (egiauxl, lot p8b0846x) malfunctioned during the stapling procedure. First firing of endo gia with a black endogia60 reload (sgia60axt) jammed, second time tried to use with a purple endogia60 (egia60amt) the articulation portion of stapler after being articulated, jumped back straight on its own. Stapler removed and replaced with new endo gia xl and stapling completed. Follow up revealed that there was no harm or damage to the tissue due to the device failure. A new device was opened and was used successfully.